Event description:
Information was received from a consumer implanted for urinary dysfunction and gastrointestinal/pelvic floor. The consumer reported being in pain and feeling like the stimulation was electrocuting her on (B)(6) 2016, saying she felt like she was ¿dying.¿ during the call, the patient turned stimulation off but still felt uncomfortable but thought it was muscle spasms from stimulation being too high. It was indicated that there was electromagnetic interference (emi) noting they had a gastric sleeve implanted on (B)(6) 2016. In 2016, the patient went to the emergency room for retention before emi as they could not go to the bathroom and retained 400 ccs of fluid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.